Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was sticking and often not responsive. Pump display turned on when plugged into a power source. The customer declined follow up from technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.